Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, wear abrasion, void >1 mm in non-textured valve-to shell-bond area and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted and replaced.